Event description:
A cardiovascular ICU patient, status post-operative coronary artery bypass x 3, experienced a change in patient condition, noted two days later. The nurse found the 4-way stop cock in the pulmonary artery catheter was cracked and leaking medications. Nurses were in the process of changing the cracked stop cock when the patient coded.